Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the charger/modem was unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, current-controlling transistor q1 on the bedside pca was shorted and y1 crystal oscillator on the bedside pca was defective. The root cause for u104 and u1003 failure and the shorted q1 transistor and defective y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem (B)(4) and reported that it was unable to charge the patient's batteries.